Manufacturer narrative:
Product analysis summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated diminished right ventricular sensing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the physician performed an operation to address the dislodged lead. The helix could only be retracted halfway. When the lead was checked after extraction, it was found that tissue was caught in the helix. The lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had been dislodged to the atrial side and shock was delivered due to double counting with p-wave as the result. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.